Event description:
It was reported by the customer that the device was not responding correctly when connected to a defibrillator analyzer. The device wasn't recognizing vf properly and it wouldn't advise a shock. The customer indicated that the analyzer worked properly with other devices. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): the biomed indicated that the problem was the device's therapy cable and verified the part number for a replacement cable with a physio-control technical support rep. The customer later confirmed that replacing the therapy cable resolved the reported failure. The customer performed an inspection procedure and returned the device back to service. The removed therapy cable will not be returned to physio-control for eval. Further root cause of the reported failure cannot be determined.